Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) power cord will not retract. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions),h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) power cord will not retract. Getinge field service engineer (fse) confirmed complaint. Replaced ac power reel. This corrected issue. Reference for checklist and test results. Device passed all functional and safety tests according to factory specifications. No patient involvement.the failure analysis and testing dept. Received part with a reported unit failure of the power cord not retracting. The failure analysis and testing dept. Received parts with a reported unit failure of the power cord not retracting. The fat performed a visual inspection and found the part to have a broken reel causing the power cord to not retract. Fat was able to verify the reported issue. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap. The non-conformance with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.